Event description:
Additional information was received from the patient. They reported that they have had to have the stimulator relocated 3 different times during surgeries. They are currently recovering from surgery. They had an ins that "because of surgery flipped in the pocket". Then they rotated it. The patient stated this was related to "the last one" (previous ins). Agent asked for event date and the patient stated "I know that I had it relocated exactly a year from my new date, february of last year". Patient then clarified they had to relocate the ins twice due to it flipping in the pocket. Their managing hcp and the doctor that put current ins in and did relocation of previous ins is in austin at st. David. The patient had "really bad shocking" and the ins was turning on and off and confirmed this was all reported to the manufacturer regarding the shocking and "some serious problems". The patient stated they went into the hospital in august of 2019 through january of 2020. The patient also reported they had some "serious pain around the site" and didn't know if this was coming from the stimulator or if this was because the patient had major surgery with "the bowels dying around that area". They were in the hospital for 6 consecutive months. There was no doctor at hospital that was familiar with stimulator at that time and stated now they know the process of how to contact someone to come to hospital to assist. The patient mentioned there was "a recall on some" (agent not clear what the patient was referring to by this). They have reported all of this information to the manufacturer on 4 different occasions. This is why the previous ins was replaced. The patient initially stated previous ins was replaced due to normal battery depletion, but then clarified they "had some problems with one" as noted above and that was reason for replacement. This "might have been" related to the second ins as the patient stated they are not sure if they have had two implants replaced since 2017, but then stated they think they have only had a total of 3 implants (current ins nhx713127h). Reviewed registration information. Agent had a very hard time following the patient throughout call and made best attempt to gather all relevant information.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (.7 mg/ml at unknown dose) via an implantable infusion pump. It was reported that the patient experienced an increase in chronic pain over the past month, but no withdrawal symptoms. Under fluoroscopy it was verified that the pump was flipped and moving in the pocket. It was noted that the patient had significant weight loss and the physician believed that it contributed to the pump becoming loose in the pump pocket. The physician also believed that patient manually flipped the pump. The pump was programmed to minimum rate and an exploration of the pocket was performed. Upon opening the pump pocket it was revealed that the catheter was twisted numerous times. The pump segment, collet and piece of spinal segment were removed and replaced. The explanted catheter was disposed of and would not be returned. The issue was resolved and the patient was alive with no injury.